Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
(B)(4). The position of the cam when valve was received was 50mmh2o. The valve was visually inspected; no defects were noted. The valve was irrigated with purified water. No occlusion was noted. The catheters were irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested. No leaks were noted. The valve was reflux tested, the valve passed the test. The valve was tested for programming. The valve passed the test. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve, product code 82-3184, with lot number cmbb2r, conformed to the specifications when released to stock on the 8th february 2011. Review of the history device records confirmed the bactiseal catheters product code 82-3072, with lot number crfckr, conformed to the specifications when released to stock on the 7th may 2014. No root cause could be determined, as no problem was found with the valve or the bactiseal catheters. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
The device was blocked and was not working (after use on patient). On 9/9/2014, additional information has not yet been provided. It is not clear when the blockage occurred or if there was an explant involved. As a result the complaint will be reportable by serious incident as a conservative measure.